Event description:
After 14 years of successful use, this patient's nucleus cochlear implant suddenly stopped working and diagnostic testing suggested that the receiver/stimulator component had malfunctioned. The patient was successfully explanted and reimplanted with a new device in 2004.

Manufacturer narrative:
This type of event is addressed in the device labeling.